Manufacturer narrative:
The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. A visual evaluation of this photo was performed; the picture shows a PICC catheter outside its corresponding packaging. No signs of leaks or breaks are observed in the picture. This could not be identified as a defect at this point with the available information. The sample photo evidence does not provide enough evidence to determine the condition. The picture does not provide enough information to conclude there is a defect in the product. Based solely on the photograph, it is not possible to confirm a leak or break. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause can be considered as unintentional misuse; this defect was most likely damaged during use caused due to an inappropriate manipulation by the user. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/25/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that on (B)(6) 2017, a leak was observed somewhere on the catheter body of a dual lumen peripherally inserted central catheter (PICC). The customer further reports that the PICC broke during use on the patient and there was no patient injury.